Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the down button do not always respond and rejected a new battery. It was reported that they does not always respond to putting a new battery in and if the battery if low the pump will prime slow. The insulin pump will not be returned for analysis.